Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed. The monitor was installed on the left side of the pca test system. Upon power up the system booted up with no issues, except the left eye monitor was dead. No images were being shown on the left eye of the surgeon side console. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no left eye on the surgeon side console (ssc). The clinical sales representative (csr) performed a power cycle with no change. Customer verified the touchscreen (ts) had both the left and right eye visible. The customer was going to try another power cycle and with the ssc breaker reset. The csr called back to report that multiple power cycles were performed with no change. The csr stated the left breaker was left off for a couple of minutes and also cycled breaker on vision tower. The technical support engineer (tse) had the csr verify there were no dvi cables connected to the console outputs. The tse reviewed error logs and noted a single 121 advisory reported by the left monitor in the console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The system powered on normally until they ran into the issue. They called technical support for troubleshooting. They saw an error about the left eye. The surgeon was able to continue and complete the procedure with one eye only without any impact to the patient. There was no injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) to resolve the vision loss issue. The system was tested and verified as ready for use. Isi has received the hrsv; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.